Event description:
The patient's family member called lifescan (lfs) in 2005 and alleged that the pt's meter was reading inaccurately low, although the concern appears to be inaccurately high. The medical affairs specialist spoke to the patient 7 days later and obtained/verified the following information: one day earlier the patient tested his blood glucose at 10:00 p.m. And obtained a result of 83 mg/dl. The pt drank orange juice after testing. He reported no symptoms at the time of testing, however, the pt was at some point, incoherent and "in and out" of consciousness. The paramedics were called within 15 minutes and they obtained a result of 53 mg/dl. The patient was given an IV and the patient was taken to the hospital. He did not remember when the symptoms started, nor the time difference between the two results. The test strips were in good condition and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The reporter stated that the patient had two vials of test strips, each with a different code number. It is not known if the codes were matching at the time of concern. The patient did not have any control solution to troubleshoot. This complaint is being reported as an adverse event because the patient experienced a hypoglycemic event soon after obtaining a result of 83 mg/dl, which is considered normal. The pt did treat himself with orange juice; however, obtaining a normal result may have delayed an earlier or more intensive intervention. A replacement meter has been sent.